Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was admitted to emergency room on (B)(6), 2017 due to high blood glucose. The customer's blood glucose at the time of admission was 40 mmol/l. The customer was wearing the insulin pump at the time of hospitalization. The device was not working. The device was removed at the emergency room. The customer was put into the intensive care unit. There was no damage to the insulin pump. No alarms according to the health care professional. There was a missing metal bit from the battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error confirmed in history file due to force sensor flex not properly plugged in to pcb1. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or displacement accuracy test due to critical pump error. Unit received with battery cap contact missing, corroded battery tube, minor scratches on case, missing reservoir tube o-ring, missing retainer, peeling serial number label and minor scratches on lcd window. Use this when reporting a malfunction on a mmt-x54 pump: the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Use this when reporting a malfunction on a 640g pump: the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.